Event description:
It has been reported to philips that x-ray tube was defective, it could not be triggered. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system remotely and confirmed that the x-ray tube was defective and the system could not be triggered. Review of the system log file showed that the connection was not established with the generator. The connection to the generator was interrupted. The rse could not find the cause of the reported issue. The rse suggested the customer to restart the system. After the restart, the system started running again. The problem did not occur again and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and analyzed the system¿s log files, confirming the there was no connection established with the generator. As part of the troubleshooting, the rse suggested the customer to restart the system. After the restart, the issue disappeared. The problem did not occur again and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.